Manufacturer narrative:
The hospital biomed tech tested the device and could not duplicate the error. The biomed confirmed that testing of the internal paddles passed; test results 0.4ohms, charged and shocked. Biomed believes that the event was user error. The device remains at the customer site. No further action was taken, and none is warranted. A search of subsequent records was conducted and yielded no results related to the customer's reported problem. The device passed all testing however philips cannot rule out a malfunction at the time of the event. There is no indication of a systemic problem; no further investigation or action is warranted.

Event description:
It was reported to philips that during cardiac surgery the internal paddles did not charge. Another device and paddle set was used to continue the procedure. It was reported that the alleged failure was observed while in use on a patient. However, no adverse patient impact was reported. Philips is considering this an adverse event because action (use of a different defib and paddle set) was required to mitigate risk.